Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The cutting wire was broken. Investigation was carried out to confirm the broken portion. The coated portion of the cutting wire was torn, and the broken portion was scorched and melted. The outer diameter of the cutting wire was measured. The result indicated no abnormalities. The length of the cutting wire and the coated portion was measured. The distal end of the coated portion was partially missing. The manufacturing record was reviewed and found no irregularities. Based on the confirmation result and the investigation results in the past, a likely cause of the cutting wire breakage might be the following. The cutting wire at a torn area of the coated portion came into contact with the distal end of the endoscope while the forceps elevator was raised. The output was activated in state of ¿1¿ description, and the cutting wire became hot instantly. This caused the cutting wire to break. It has been confirmed that the tear of the coated portion of the cutting wire could duplicate by the following mechanism. The forceps elevator of the endoscope was raised. When the cutting wire deflects, the coated portion of the cutting wire and the metal part of the distal end of the endoscope come into contact. . In state of description ¿2¿, the cutting wire was moved back and forth. This caused the coated portion of the cutting wire to tear. The slider was pushed more than needed. This caused the cutting wire to deflect. The cause of the coated portion missing might be the following reasons. ·the coated portion fell off when it was torn apart. ·the torn coated portion fell off since it was melt due to heat by the activation. The above device handling has warned in the instruction manual.

Event description:
We received the following report. *during an endoscopic sphincterotomy (est), the subject device was used. The knife wire of the subject device broke off during the procedure. The intended procedure was completed with another device. There was no patient injury reported.